Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: pop concurrent procedures: labioplasty, sphinctoplasty, perineoplasty, anterior posterior repair, repair of paravaginal defect, rectocele it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence, bleeding, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision/removal (and perineoplasty) on (B)(6) 2008 due to mesh erosion and dyspareunia. It was reported that patient underwent mesh revision/removal (and perineoplasty) on (B)(6) 2011 due to perineocele and mesh displacement and on (B)(6) 2011 due to mesh erosion and dyspareunia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.